Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported three non-sustained right ventricular oversensing (nsrvo) episodes were noted via in-clinic follow-up. These episodes occurred eight months after the right atrial and right ventricular competitor leads were replaced by competitor leads. It is unknown if the nsrvo episodes were due to an issue with the leads or device. No intervention has been performed. Patient will be scheduled for a follow-up in-clinic visit for further testing. Patient was stable.

Event description:
New information received notes patient was seen in clinic. No noise event was recorded over the last thirty days. The patient will continue to be monitored remotely.